Manufacturer narrative:
A medtronic representative went to the site to test the equipment. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional. The rep stated that it was possible that the tech did not have imaging system interface cable plugged in all the way and fully seated. The software investigation found that a probable cause was unable to be determined without further information since the behavior could not be replicated.

Manufacturer narrative:
No parts were replaced. No parts have been received by manufacturer for analysis. No further issues have been reported.

Event description:
A medtronic representative reported that, while in a spine procedure the site's navigation system displayed an orange line of communication to their imaging system. In trouble-shooting, their imaging system ip address was entered correctly and was able to obtain a successful verification through the technical services console. There was no navigation connection option enabled. The site re-booted both the navigation system and the imaging system several times without success. The surgeon opted to complete the procedure without the use of the navigation system. The imaging system was used for a confirmation spin. Delay in therapy was less than one hour. There was no impact on patient outcome.